Event description:
Cryolife sales representative relayed that photofix was explanted from the patient on (B)(6) 2021. The photofix was explanted due to it pulling away from the suture line at the valve. Attempts to obtain additional information have gone unmet.

Event description:
Cryolife sales representative relayed that photofix was explanted from the patient on (B)(6) 2021. The photofix was explanted due to it pulling away from the suture line at the valve. Attempts to obtain additional information have gone unmet.